Event description:
It was reported that drainage was difficult while using suction evacuator. It was stated that the negative pressure was no longer applied after moving to the ward after device placement during orthopedic surgery. Per follow-up information received from ibc on 13jun2023, stated that the suction was not working.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample were confirmed to exhibit the reported failure. The device had not met specifications. The product was used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used evacuator. Visual inspection of the sample noted one spring had disconnect on the inside of the evacuator and did not allow the reservoir to be completely depressed to create the negative pressure. The photo sample provided shows one of the three springs out of position. This does not meet specification which states " verify that the springs are not out of position in the cavities of superior and inferior plates". A potential root cause for this failure mode could be ¿at least one of the three springs inside of the reservoir disconnect and do not allow the reservoir to be completely depressed¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "I. Device description: the davol® 400 cws closed wound suction evacuator kits contain wound drains and evacuators. Wound drains are made up of silicone or pvc materials; they are round shaped with perforations. They are packaged with a trocar. 400 cc evacuators are made up of pvc materials. Clear evacuator sidewalls with volume calibrations facilitate examination and measurement of drainage fluid. Ii. Indications for use: wound drains are used to remove exudates from wound sites. Iii. Contraindications: do not use for chest drainage. IV. Precautions: 1. Ensure that the wound site is dry and free of debris before closure. 2. The surgeon must determine the number of drains needed for an effective drainage of the entire wound site. 3. The junction between the tubing and tissue at the drain entrance site must be air-tight for effective functioning of the system. 4. If the drain is occluded, irrigation and/or aspiration of the drain may be required. 5. The quality and quantity of drained fluid must be regularly monitored and reported to the surgeon. 6. Reservoir, once full, must be emptied per hospital protocols. Failure to do so will result in incomplete drainage. 7. Suction must be discontinued prior to the removal of the drain. 8. Before starting the drainage procedure, ensure that all the connections are tight and free of any obstructions within the drainage pathway. Connections to check are: I) drain to suction source. Ii) y-connector (when applicable): ¿ drain to y-connector. ¿ y-connector to suction source. 9. Di(2-ethylhexyl) phthalate (dehp) is a plasticizer used in some polyvinyl chloride medical devices. Dehp has been shown to produce a range of adverse effects in experimental animals, notably liver toxicity and testicular atrophy. Although the toxic and carcinogenic effects of dehp have been well established in experimental animals, the ability of this compound to produce adverse effects in humans is controversial. There is no evidence that neonates, infants, pregnant and breast feeding women exposed to dehp experience any related adverse effects. However, a lack of evidence of causation between dehp-pvc and any disease or adverse effect does not mean that there are no risks. V. Warnings: 1. An effective closed suction drain system requires maintenance of the system to preserve patency. The drain must not be allowed to occlude nor the reservoir to completely fill; and reservoir must be maintained in order for the system to function properly. If the system is not maintained properly, surgical complications including hematomas may result. 2. Blood collected using the evacuator must not be re-infused. 3. Do not use in patients who are allergic to materials used in bard® drain products. 4. Do not bypass or inactivate the anti-reflux valve. 5. In the event of occlusion of the drain, all wound drainage ceases. Careful attention to the drain will minimize the probability of this problem. If occlusion does occur, the drain can be aspirated by connecting auxiliary suction to the reservoir outlet or temporarily disconnecting the drain from the evacuator and applying auxiliary suction directly to the drain. 6. If an air-tight seal between the drain and the skin (from where the drain emerges) is not achieved, then air leak must be rectified or the system must be converted to open drainage. 7. An airtight seal between all system components (drain, adapter, y-connector, crab-claw, evacuator and tube ends) is necessary for intended system function. Warning: this product can expose you to di(2-ethylhexyl) phthalate (dehp), which is known to the state of california to cause cancer and birth defects or other reproductive harm. Instructions for use: 1. The surgeon should irrigate the wound with sterile fluid and then suction the irrigating fluid and gross debris from the operative site. 2. Tubes should lie flat and in line with the anticipated skin exit. To facilitate later removal by manual traction, the tubing should not be curled, pinched, or sutured internally. 3. Positioning of the drain in the body cavity, as well as the number of drains indicated, should be determined by the surgeon. 4. Drain tubing should be placed within the wound by approximating the areas of critical fluid collection. 5. Care must be taken to ensure that all drain perforations or channels lie completely within the wound or cavity to be drained." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that drainage was difficult while using suction evacuator. It was stated that the negative pressure was no longer applied after moving to the ward after device placement during orthopedic surgery. Per follow-up information received from ibc on 13jun2023, stated that the suction was not working.